Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log review was performed and shows that the pump has been started on 28 july at 16:24 @ 12.4 ml/h (vtbi 280 ml). Infusion stopped at 05:42 by upstream occlusion alarm (probably end of bag). Infusion time: around 13 hours @ 12.4 ml/h. Calculated volume correspond at recorded volume. This review confirms the reported event relating to correct settings (12 ml/h) and time of stop of infusion (at around 5:00 am) but this does not confirm the overdose as the theoretical recorded volume of drug infused was 166.1ml not 250ml as stated. Therefore data is insufficient to confirm the reported event. The reported device was received in brézins for investigation. Nothing was noticed during external or internal check. Several tests were carried out including flow rate accuracy test, and all performed successfully. The reported event could not be reproduced. No technical or functional cause could be identified for this event as the device worked as intended and within specifications. To our knowledge no patient consequences have been reported. This complaint is not valid. No action was initiated for this issue as per our local procedures.

Event description:
Potential overdose. Infusion should have finished within 22 hours, but was completed in 12 hours. Total volume administered was 264ml, set rate of administration was 12 ml/hr.